Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported multiorgan failure and subsequent patient outcome could not be determined through this evaluation. Multiple attempts to obtain additional information regarding the event as well as requests for return of the pump were issued to the customer; however, no additional information was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to multisystem organ failure. Additional information was requested but not provided. There was no indication the device will be returned for evaluation.